Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate hv and antitachycardia pacing therapy was observed in svt episodes. Programming changes were made. The patient will be followed normally..

Event description:
New information received notes that the patient presented in clinic with non-sustained ventricular tachycardia (vt) and vt episodes that the physician believes is ventricular ectopy of unknown origin. Patient received inappropriate antitachycardia pacing therapy. Programming changes were made. Patient was given medication and a follow-up was scheduled for further assessment. Patient was stable throughout the event.